Event description:
During a procedure, a surgeon noticed a small air bubble right after inserting a laser probe to the patient's eye. The air bubbles appeared several times. The procedure was completed with the same laser probe. Patient's harm did not occur.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible. The device history review performed did not reveal any anomalies in a production process of the laser probe. Further investigation of the product is necessary in order to establish a root cause of this incident. No appropriate corrective/preventative actions can be taken until the investigation is completed. Further investigation of the product is necessary in order to establish a root cause of this incident.

Manufacturer narrative:
With regard to this complaint, one 25 gauge illuminated curved laser probe with dorc connector was received for investigation. Visual inspection of the returned product revealed no anomalies. Functional testing revealed that the laser output was within specification; however, as indicated in the complaint description, after a while, a small air bubble appeared on the tip of the probe. It should be noted that there is a small lumen between the optical fibers (laser and light) and the capillary. The lumen contains air that expands during the lasering process. The expanding air emerges from the tip of the instrument. This phenomenon is considered rare and not likely to result in patient harm. - attachment: [mir 2020-002206 final report signed 1222074-2020-00032 follow up 2.pdf].

Event description:
During a procedure, a surgeon noticed a small air bubble right after inserting a laser probe to the patient's eye. The air bubbles appeared several times. The procedure was completed with the same laser probe. Patient's harm did not occur.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
During a procedure, a surgeon noticed a small air bubble right after inserting a laser probe to the patient's eye. The air bubbles appeared several times. The procedure was completed with the same laser probe. Patient's harm did not occur.